Manufacturer narrative:
Unit received with glued retainer. The p-cap was able to lock in place. Unit passed displacement test. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the ring was not 100% attached to insulin pump. Customer stated reservoir was situated straight and the insulin pump works optimal. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.